Event description:
It was reported that a missing sensor wire occurred. The sensor was inserted on (B)(6) 2024. The sensor wire was stuck in the patient´s skin. She made an appointment with her doctor (B)(6) 2024 to remove the sensor wire. They performed surgery and the wire was successfully removed. There was no report of additional treatment provided. At the time of the report the patient was fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).